Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) was implanted and explanted from the eye of a patient because of a broken haptic. Additional information was received and it was learnt that the lens (model aab00) was inserted, removed and replaced, during the same surgical procedure, from the left eye of a (B)(6) female patient. Reportedly, the incision had to be enlarged and suture was used. Another lens was implanted, different model (z9002) same diopter. The patient was reported as recovered. No further information was provided.